Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. Reportedly, the fox sv balloon burst between 5-6 bars of pressure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported balloon rupture was confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar balloon rupture incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.